Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) received a call from coordinator reporting that recoverable fault 32097 had occurred again on the universal surgical manipulator (usm) arm 4. The procedure was completed as planned with no report of patient injury. However, it is unknown at this time whether the procedure proceeded using the original configuration.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. The 31226 error was found indicating aurora link errors between the axes controller spar (acs) to the axes controller, carriage (acc), the axes controller, motor (acm) to acs and the axes controller, arm (aca) to acm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where no errors related to the reported event occurred. The unit was then installed on an in-house patient side cart fixture test platform (pftp)where the unit failed the fiber test on the clock spring, parallelogram and rolling loop fibers. An in-house clock spring, parallelogram and rolling loop fibers were installed and the unit passed the required testing, verifying that the clock spring, parallelogram and rolling loop fibers to be source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to the clock spring, parallelogram and rolling loop fibers in the usm.